Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave a "no disposable, clamp tubing" alarm. The reservoir volume was 63.5, rate 2.2, and 36.55 was given. There was air noted in the tubing. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.